Manufacturer narrative:
We received an initial analysis. Upon receipt, the implantable cardioverter defibrillator (ICD) was visually inspected. The leads were still connected to the header of the ICD. The connections between the leads and the ICD were tested, proving that the leads were connected properly. The housing of the ICD showed multiple scratch and cautery marks, which can be most likely attributed to the explant process. Additionally, a slight convexity of the housing was identified. Next, the leads were disconnected and the ICD was subjected to an electrical analysis. Confirming the clinical observation, the device could not be interrogated and no therapy signal was provable during bench test. The leads were thoroughly inspected. All three leads had been capped approx. 13 cm to 13.5 cm from the respective is-1 connector pins and only the proximal parts have been received for analysis. All leads showed superficial signs of wear and on the solia and plexa lead explantation damages such as cuts in the connector area and damages due to strong pulling forces were observed. No anomalies were found. The manufacturing process for the ICD and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. At a next step the ICD was opened and the inner assembly inspected. The visual inspection of the inner assembly showed no anomalies. A measurement of the battery voltage revealed a depleted battery, which explains the compromised device functionality. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, in particular the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Based on these analysis results the root cause for the compromised device functionality can be narrowed down to battery damage. For a detailed inspection of the battery itself, the battery will be sent to its original manufacturer. As soon as the analysis is completed this report will be updated.

Event description:
It was reported that the patient implanted with this ICD device died in the hospital on (B)(6) 2019. The patient was involved in a car incident as a driver. It happened on (B)(6). The patient was hospitalized and it was not possible to interrogate the ICD ((B)(6) 2019). No stimulation was observed and that is why a temporary pacing system was used. The patient was scheduled for the device exchange on (B)(6).